Event description:
It was reported that the left ventricular (lv) lead dislodged. While attempting to revise the lead the insulation tore. The lead was removed and a new lv lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947, implantable tachy lead: (B)(6) 2014. D284trk, bi-ventricular implantable cardioverter defibrillator: (B)(6) 2014. (B)(4).